Manufacturer narrative:
Additional manufacturer narrative: additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a clinical trial patient with a 23mm pericardial aortic valve exhibited severe aortic stenosis that was discovered upon cardiac catheterization. The patient has been placed under consideration for re-operation after an implant duration of three (3) years and five (5) months. No other details were provided.

Event description:
It was reported that a clinical trial patient with a 23mm pericardial aortic valve exhibited mild to moderate aortic stenosis that was discovered upon cardiac catheterization. The patient has been placed under consideration for re-operation after an implant duration of three (3) years, five (5) months.

Event description:
Per echo (2018), the prosthetic aortic valve exhibited perivalvular leak. Per echo (2019), the prosthetic leaflets exhibited mild calcification but move fairly well. And there's trace aortic regurgitation.

Manufacturer narrative:
H11: additional manufacturer narrative: per echo review, mild-to-moderate bioprosthesis leaflet calcification and mildly diminished leaflet opening likely account for mild lv outflow obstruction. However, in a patient with morbid obesity (calculated bmi 41.5 kg/m2 based on height and weight reported on the 8 august 2019 tte), prosthesis-patient mismatch also could contribute to elevated trans-aortic velocity and gradients. The submitted tte images support the presence of mild-to-moderate calcific changes associated with the bioprosthesis leaflets and mild central (valvular) ar, both compatible with early signs of structural valve deterioration. The submitted tte images do not suggest nonstructural valve dysfunction. H11: corrected data: corrected MFR report number as it was 2015691-2022-07699 and should have read "2015691-2018-01472" on FDA report follow-up number 2.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The calcification observed in this case was due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors, including diabetes type ii. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.